Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract procedures there was a leak at a connection of tube and vacuum was not completed. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
A device history record and lot review shows that the product was released as per specifications. The customer did not retain a sample for this report; therefore, visual inspection or functional testing could not be conducted. The root cause of the event could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).